Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering the insulin needed. Sometimes the insulin pump did not rewind. Two christmas ago he was in the hospital in three states. Customer received a letter saying the reservoirs were defective. The customer experienced high blood glucose levels. Customer's blood glucose level was unknown at the time of incident but most current was 383 mg/dl. The customer felt light headed, could not move, and passed out a couple of times. The paramedics were called. The customer was admitted to the emergency room. Customer was wearing the insulin pump at the time of the emergency room visit. Customer is not returning the device.